Event description:
It was reported by the sales rep, that around two to three months post-op for a prostatectomy, that there has been an unknown amount of patients that have had calcification around the site where they used the surgiflo. They have been using the product 2991 to fill in the dead space after they bring down the bladder neck. They have not had this issue before and think the surgiflo could be causing it. They are currently using surgiflo with saline and not thrombin. No patient consequence. Device is not available for return.